Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product endotracheal tube size 7.0mm. Customer complaining: "the user was not able to inflate / deflate the cuff smoothly."

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a device whose cuff had failed to deflate. If forcibly removed with the cuff fully inflated, this could have resulted in serious harm to the pt. (B)(4).